Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that surgical intervention took place where the lead was explanted and replaced to address the issue. The igp was electively replaced. Effective stimulation was restored.

Event description:
It was reported that the patient drg lead had fractured, which was confirmed with imaging., and as a result is experiencing ineffective stimulation. Surgical intervention may take place at a future date to address the issue. Investigation was unable to determine which of the leads attributed to the event. The allegation is against 1 of 2 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-90a, UDI:(B)(4), serial: (B)(6), batch: 7113407.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. The allegation is against 1 of 2 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-90a, UDI:(B)(4), serial: (B)(6); batch: 7113407.